Manufacturer narrative:
Updated section h6-type of investigation, findings, and conclusions. Correction to section h6-component code. The device was not returned for evaluation. The complaints for thickened leaflet/halt, restricted leaflet motion, and stenosis were confirmed based on medical records provided for evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In additional, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per medical records, patient had vast comorbidities (e.g. Hyperlipidemia, diabetes mellitus, etc.), which were risk factors for valve degeneration, it can manifest in the form of stenosis with thickened leaflets, as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the thickened leaflet/halt and stenosis. However, a definite root cause was unable to be determined at this time. In this case, thickened leaflets could affect the function/ coaptation of leaflets resulting in restricted leaflet motion. As such, available information suggests patient factors (thickened leaflet) may have contributed to the restricted leaflet motion. However, a definite root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As learned through implant patient registry, a 29mm sapien 3 ultra resilia valve in mitral position was explanted after 1 year and 6 months due to hypoattenuated leaflet thickening (halt), leaflet motion restriction, and severe symptomatic mitral stenosis. The patient was symptomatic with chf nyha stage IV with decompensated heart failure. Computed tomography revealed the valve with moderate hypoattenuated thickening of the leaflets with reduced excursion. Echocardiogram showed a mean mitral pressure gradient of 9.7 mmhg. A 29mm surgical valve was implanted in replacement.